Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1. 310 mg/dl and 125 mg/dl 2. 405 mg/dl and 142 mg/dl sets of readings were taken at different times. No adverse event reported. The alleged product is not available to return for evaluation.